Manufacturer narrative:
A partial lead was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient received a patient notifier for high defibrillation impedance on the right ventricular lead. The lead also exhibited an insulation anomaly. Patient presented to hospital for laser lead extraction. Physician noted that the atrial and right ventricular leads were calcified together. Both leads were extracted and replaced on (B)(6) 2018. Patient was stable.